Manufacturer narrative:
Block h6: impact code f1001 was used to capture the reportable event of aborted procedure.

Event description:
It was reported to boston scientific that a lithovue touch pc was used prior to procedure, and the monitor did not turn on. The procedure was not completed due to this event. There were no patient complications as a result of this event. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.